Manufacturer narrative:
Concomitant medical devices: 4076 lead, implanted (B)(6) 2011, boston scientific ICD.

Event description:
It was reported that the left ventricular (lv) lead pacing impedance began to slowly increase and continued to increase to high values. It was noted that the threshold was increasing to high values as well. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.